Manufacturer narrative:
Device was initially received for the complaint that the pump experienced downstream occlusion error during set up. During investigation found the device had cracked dso sensor is defective. This malfunction makes the event reportable. Review of event log/alarm history found that cassette not attached properly alarms occurred. During 12-month service history found that the device was last serviced on 04-mar-2025. The visual and functional testing was performed. During visual inspection found that dso seal delaminated, battery compartment damaged and battery door damaged. The complaint was confirmed and also found the dso sensor is defective causing the downstream occlusions issues. The dso sensor, dso bezel and dso seal was replaced to fix this issue. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the pump experienced downstream occlusion error during set up. During investigation found the device had cracked dso sensor is defective. This malfunction makes the event reportable. There was no patient involvement.